Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted right atrial (ra) lead exhibited non-capture and high and undefined pacing impedance. The lead was also reportedly not sensing as only noise was seen on the electrogram (egm). The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.